Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: may 22, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the lens was received. Visual inspection under magnification revealed that the lens was received cut in half with no further cosmetic defects before and after cleaning. No defects that could contribute to visual issues were observed. Based on the returned condition of the lens no further evaluation could be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Patient had intraocular lens implanted and complained of blurry vision overall, halos and poor vision, especially at night and was not happy with their visual outcome. The doctor recommended a contact lens to see if that improved their vision but the results were negligible. Last manifest refraction prior to the exchange was -1.00 +0.50 x 178 with a best corrected distance vision of 20/25. Patient decided to have the iol exchanged. There were no other complications such as capsule tear, vitrectomy, sutures or incision enlargement. The iol was explanted and replaced with a non jnj lens, model rxsight light adjustable iol. Reportedly, the explanted iol will be returned. No further information was provided.

Manufacturer narrative:
Section a, patient information: a2, a4, a5: information unknown/asku. Section b3 date of event: the exact date is unknown. The best estimate is between the implant and explant dates, (B)(6) 2022 and (B)(6) 2023 respectively. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.